Event description:
It was reported that the patient presented to the ER after receiving multiple shocks. The patient had been lost to follow-up. Upon interrogation of the device, it was noted that an alert for noise was delivered in 2013 and the patient received multiple shocks due to noise. During nips testing, high capture threshold was observed. The hv lead impedance was within normal range but has been steadily decreasing. Lead and device were explanted and replaced. Patient was doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Internal insulation abrasion under the rv shock coil was noted at 54.3-54.5cm from the connector pin. The sensing conductor etfe was abraded at this location. This is consistent with the observation from the field of noise and inappropriate shock therapy.